Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Review of system log file showed ippc failure. Upon functional testing fse found device was unable to perform fluoroscopy, because the ippc was unable to boot up. The philips engineer has replaced the ippc. After replacement of ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the ippc could not boot up. The issue was found during clinical use. No harm has been reported to philips.